Event description:
Two days after treatment with cosmoderm the pt presented to the emergency room with " red, hot, angry edema at the treatment sites". Oral antibiotics were prescribed by the emergency room physician. This pt had also been treated with a topical lidocaine mixture prior to treatment with the collagen.